Event description:
The field clinical specialist advised that the patient has a failed 26mm sapien 3 valve that was implanted 5 years and 6 months prior and the failure mode is stenosis. Upon review of medical records, the patient presented with intermittent fatigue, no pain and no shortness of breath. Echocardiogram demonstrated stenotic degeneration of the aortic bioprosthesis. The recommendation of the physician was that due to nature of degenerated tavr valve, the best option was to proceed with further evaluation for viv tavr. There was prosthetic leaflet calcification. Moderate to severe supra-valvular calcification beneath the left and non-coronary cusps. Without evidence of systolic left ventricular outflow tract obstruction.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, h6: impact code has been updated due to valve in valve procedure that took place on (B)(6) 2024 to treat the patient.